Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
Correction: d9 and h10 were missing from the previous report. Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Manufacturer narrative:
Correction: h9.